Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes exhibited red cell hangup and red cell rings. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® serum, an unspecified number of tubes exhibited red cell hangup and red cell rings. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 2 photos for investigation. The photos were reviewed and red cell ring and red cell hang up were observed. Complaints for sample quality are under statistical control for the month of december, 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: red cell ring and red cell hang up. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.